Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had leak in the reservoir compartment. The customer's blood glucose was 90mg/dl at the time of incident. Customer states that location of the leak was o rings. The reservoir will not be returned for analysis.